Event description:
This report is 2 of 2 linked to mfg report number 3003249645-2022-00010: a facility reported that during a sinus intervention procedure, after the suction tube (mcen78j30) was introduced into patient's nose, the cannula broke when suction was initiated. The issue occurred twice during the surgery, and a 3rd cannula was used. Additional information received indicates that the cannula broke at curvature (bent) in the patient's nose, but no lesion/injury for the patient. The broken parts came out of the nose without any intervention (by themselves). The event did not lead to increased surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The jankowski suction tube (mcen78j30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the suction tube verified the complaint reported by the customer as valid. The device was broken near the laser welding. The tube was bent near the breakage area. No manufacturing defect was found. Root cause analysis: this issue was likely due to an excessive effort applied on the device during the use, the reprocessing or the storage of the device.